Event description:
It was reported that a stroke occurred. On (B)(6) 2019, patient underwent a successful watchman left atrial appendage (laa) closure procedure. A 24mm watchman laa closure device was implanted. The 45 day follow up showed a new 0.3mm leak. Then on (B)(6) 2019, patient presented to the emergency department with difficulty speaking and slurred speech for which he was admitted to the hospital. A head computed tomography scan was performed to confirm patient had a stroke. Additionally, an old left frontal lobe infarct was noted. Patient was on aspirin at time of event. A transesophageal echocardiogram (tee) was performed to evaluate the device, which revealed no thrombus or change to seal of the device since the 45 day follow up. Patient was placed on plavix and aspirin and will present back for follow up tee.